Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for between 4 and 24 hours on their abdomen. Patient reported the infusion site to have ¿large bruising ¿, and a dark bump ¿hard to touch¿, and larger in size than a quarter. Medical treatment was sought from the patient's family doctor and endocrinologist on approximately (B)(6) 2026 (exact date unknown). The patient was treated with antibiotics (amoxicillin) and was provided with clinical troubleshooting for skin irritation issues.